Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: colombia. The suture premilene used in surgery, the needle lost the edge over the first point and others untied; the thread is screwed passing points. Prolene 5/0 by ethicon it changes.